Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found that there was a dirt inside the light guide lens. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus korea (okr). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from okr and past similar case, omsc concluded that the reported phenomenon was attributed to the some physical stress was applied to the distal end and the insertion section. Olympus stated the appropriate handling of tjf-260v and the counter measures against abnormalities in the instruction manual of tjf-260v.